Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived in emergency room, foley catheter just fell out this morning. Patient had urology surgery last week, went home with a foley. Urologist requested a replacement foley. Nurse noticed the foley that wife brought from home did not have the tip intact, palpated the penis and all could feel the catheter within the urethra. Pa gently worked to broken catheter to where it was visualized and removed without complications. New intact foley was inserted without complications.

Event description:
It was reported that patient arrived in emergency room, foley catheter just fell out this morning. Patient had urology surgery last week, went home with a foley. Urologist requested a replacement foley. Nurse noticed the foley that wife brought from home did not have the tip intact, palpated the penis and all could feel the catheter within the urethra. Physician assistant gently worked to broken catheter to where it was visualized and removed without complications. New intact foley was inserted without complications.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.